Event description:
It was reported that the patient reported that disconnected from the set-up without aseptic technique. The reported event occurred during drain of peritoneal dialysis therapy. The patient reported that they were trying to perform a manual drain using the hc but had not capped the patient line after they had disconnected themselves. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.